Event description:
It was reported that during a da vinci-assisted ileocolic resection surgical procedure, the patient had to be emergently undocked due to ventilation issues. The anesthesiologist raised concerns as they were unable to ventilate. The surgeon undocked the robot, changed insufflators to airseal, redocked, and completed the procedure. The surgeon later shared that the smoke evacuation line was disconnected from the connector in error which potentially caused the issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. It was reported that the smoke evacuation line was disconnected from the connector in error which potentially caused the issue.